Event description:
It was reported that the lead exhibited noise, undersensing and oversensing. The patient experienced muscle stimula- tion. The lead was explanted and replaced. It was noted that the patient had been in an accident earlier in the year in which his right collarbone was broken.

Manufacturer narrative:
Final analysis found the proximal insulation damaged at 22 cm from the connector pin, due to clavicular crush. The proximal coil was exposed at the same location.